Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced elevated blood glucose (bg) levels in the 380 mg/dl range after more than 48 hours of pod wear on the leg. It was further noted that bg levels did not decrease despite bolus corrections in the omnipod system and manual insulin injections. On (B)(6) 2026, the patient developed symptoms including frequent urination, excessive thirst, severe fatigue, nausea, and diarrhea, prompting a visit to the emergency room (ER). The patient remained at the ER for approximately three hours and returned home the same day. The diagnosis reported was hyperglycemia, and treatment consisted of intravenous fluids. It was further noted that the infusion site had slight swelling with a bump and redness upon pod removal.